Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to pace a patient with this defibrillator. They switched to a different device to deliver therapy and there was no impact to the patient.